Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 5 bd micro-fine¿ pro pen needles clogged during the insulin injection. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the user's report, insulin did not come out from the pen needle."

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 5 bd micro-fine¿ pro pen needles clogged during the insulin injection. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the user's report, insulin did not come out from the pen needle.".